Event description:
It was reported that during a gastrectomy procedure, the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/24/2007. Information anticipated, but unavailable at this time.